Event description:
It was reported by a nurse that a patient was given an extra morning dose accidentally when the cassette was changed on a cadd® cadd-legacy® duodopa pump. No report of patient injury.